Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), product type implantable neurostimulator; product ID 3889-28, lot # va0uvh8, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The health care professional (hcp) via the manufacturers¿ representative (rep) reported that the setscrew could not be tightened in the header after the lead was inserted. The issue was detected during the implant of the battery- normal implant process. The doctor tried to manually force hex on bottom of the torque wrench to see if the screw was backed into the header. It was unsuccessful; nothing tried allowed the lead to stay inserted into the header. A second battery was opened and the lead did not fully insert into the header during normal implant procedure. The doctor used the torque wrench to unscrew the setscrew, it did not allow the lead fully insert. Then another battery was opened and the lead slid right in and the setscrew kept the lead in place. These batteries were never implanted. The issue resolved at the time of the report. There was no surgical intervention required. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.